Event description:
Huber needle was removed from patient and safety devices failed to activate and sharp was still exposed after removal from patients portcath. It is not know if this was operator error or equipment malfunction.